Manufacturer narrative:
(B)(4): the customer reported that the heart rate reading (derived from ECG) was inaccurate. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the heart rate reading (derived from ECG) was inaccurate. No pt harm was reported.